Manufacturer narrative:
D10: 320-06-42 - glenosphere 42mm (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-42-00 - 145-deg pe 42mm hum liner +0 (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 300-01-12 - equinoxe humeral stem primary press fit 12mm (B)(6). 320-15-01 - eq rev glenoid plate (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). Product has been received by exactech and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left reverse total shoulder arthroplasty. Subsequently, it was reported that the patient experienced an unknown issue. As a result, the patient underwent a left shoulder revision approximately 3 years and 6 months after initial implantation. No further patient impact reported. No further information available.